Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tube was found coming off during cataract/vitrectomy combination surgery. The surgery was performed and completed without product replacement. Patient harm was not reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A returned combined pack was visually inspected and the white lined administration tube was detached from the drip chamber insertion port. Inserted mark was observed on the tube. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s assembly process. Based on the condition of the detached tubing, it appeared the air line of the administration manifold was not fully inserted into the drip chamber spike. Action will not be taken based on this occurrence. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).